Manufacturer narrative:
The operator was wearing gloves and a lab coat. A field service engineer (fse) was dispatched and replaced the pneumatic sensor and the sample line. The instrument is currently performing with acceptable limits. A clear root cause is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that while experiencing raw vacuum out of range error messages generated by the unicel dxh 800 coulter instrument, the customer noticed a leak under the flow-cell. There was no exposure to skin, eyes, open lesions or mucous membranes. The operator did not seek medical attention.